Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10 mm round captivator cold single-use snare was to be used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the snare loop was broken after the polyp was excised. The procedure was completed with another captivator cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.